Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with myopotential oversensing via merlin.net transmission. Review of the egm revealed high frequency noise that was inhibiting pacing. Possible myopotential oversensing was suggested. In clinic, that patient almost passed out. Programming changes and nip's were performed. No more episodes of oversensing were noted. The patient was stable post-event.